Manufacturer narrative:
Weight and ethnicity: unknown/not provided. (B)(4). A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. . The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and a partial flap in right eye was created. The left eye flap was completed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient returned to the center and had photorefractive keratectomy on (B)(6) 2021. Bcva from (B)(6) 2021: right eye pre-op 20/25: 4.75 x -.75 x 50. Left eye pre-op 20/20: 4.25 x -.50 x 120.